Event description:
This lead was explanted and replaced because it would not capture at maximum output. It was retained by the hospital. Should additional information become available, this file will be updated.